Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced the controller board and re-seated all cable connection to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer was not detected on bus. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.